Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed at the proximal clevis hub. The clevis did not exhibit any wear. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, a frayed/broken cable was identified on the precise bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.